Event description:
It was reported by the rep that the (1) er320 was used during an unk procedure, by an unk surgeon, on a unk date. Rep phoned and reported that the hosp complained that (ck017) an er320 misfired. No contact name at the hosp was given and the return of the instrument is unk.